Manufacturer narrative:
Stryker evaluated device and verified the reported issue. Stryker advised the customer that their device is not field-serviceable and is no longer under warranty. Stryker recommended that the customer remove the device from service and a replacement device be obtained. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
It was determined the cause of the issue was the system pcba. Further root cause is unable to be determined. The system pcba is unable to be replaced as the part is no longer manufactured. The customer will replace the device.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.